Event description:
Reporting rationale: malfunction. Reporting status: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was a bifurcation lesion between the mid lad and the circumflex. A 4.0 x 18 mm vision stent was implanted in the left main trunk and the left ascending diagonal. The 2.5 x 12 mm voyager rx catheter balloon was delivered to the lesion through the stent struts of the deployed vision stent. However, when inflated for the third time, the balloon ruptured (under 14 atm). The voyager rx balloon catheter was replaced with another co's balloon catheter. The kissing balloon technique was performed using a 4.0 x 10 mm nc mercury balloon catheter and a 3.5 x 15 mm voyager rx balloon catheter. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interactions with other devices, pt anatomy, or insufficient preparation prior to use. The lesion in this event was moderately calcified, which could have damaged the balloon such that upon inflation, it ruptured. The IFU states that treatment of moderately or heavily calcified lesions increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications. In this case, a definite root cause for the balloon rupture could not be determined.